Manufacturer narrative:
The service repair technician (srt) noted that during install of the cable, one of the wires was pulled out of its crimp. He replaced the touch screen ribbon cable. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the central control monitor (ccm) cable assembly was damaged. There was no patient involvement.